Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that after implant the system worked well for a few weeks post-op (the consumer had a j-tube placed with the device as well), but then after implant the consumer had been having chronic abdominal pain, nausea, and vomiting. The hcp noted that about four (4) weeks after implant, the j-tube stopped working and inserting meds and doing tube feeds was more painful. The hcp indicated the consumer thought the implantable neurostimulator (ins) was working better than before for their nausea and vomiting, but they have this chronic abdominal pain, nausea, and vomiting that seemed to go beyond the stimulator. The hcp stated they don¿t think this was related to the ins, but the pain physicians were trying to find other causes, which was why they would like to do an MRI for possible csf leak. The hcp stated the physician thought about looking into a csf leak so they did labs on the consumer, which present several ¿red flags¿. The hcp mentioned the j-tube had since been unclogged, but it was still painful and the consumer was admitted to the hospital 2.5 weeks ago for abdominal pain, nausea, vomiting, and was just discharged, but was just admitted again 2 days ago. Indication for use included gastric stimulation. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.